Event description:
Complainant alleged that the device was being tested prior to being used on a patient (age & gender unknown) and the device failed to charge the selected energy. Complainant indicated that there was no patient involvement in the reported malfunction.